Event description:
It was reported that the patient with this implantable device had exhibited infection. A revision was performed and the implantable device along with the implantable leads were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).